Event description:
Product was in use by surgeon. Product failed to line up and close properly and handle joint snapped and broke. Both broken pieces were recovered in their entirety; stapler fully intact. A second stapler of the exact same type was used and also malfunctioned however, did not break into pieces. The second stapler remained fully intact. For second device, pin would not advance into the hole. Surgeon is not sure if that was also what was happening in the first stapler that caused it to break.